Manufacturer narrative:
No single use angled I/a tip was returned for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. I/a product are 100% visually inspected during the manufacturing process. (B)(4).

Event description:
A surgeon reported that during a procedure, a patient experienced a posterior capsule tear. The surgeon suspects a burr on the irrigation/aspiration (ia) tip. No other information is available. This is one of three reports.